Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is getting a fiber optic error code. There was no harm reported.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d10, e1(initial reporter), g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the blue fiber optic connector was not installed properly. Fse took it off and installed it correctly. The unit then passed the fiber optic testing and a system checkout and was cleared for clinical use. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is getting a fiber optic error code, prior to use. There was no patient involvement.